Event description:
It was reported that the patients vibratory alert was activated due to post-paced t-wave oversensing on the ventricular channel. The oversensing was noted in stored egm. The patient did not receive any inappropriate therapy. The device was reprogrammed successfully. No adverse events were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.